Manufacturer narrative:
Evaluation method: the patient's monitor was returned to the manufacturer on 12/1/2016 and evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor sn (B)(4): 6/10/2015, electrode belt sn (B)(4): 5/8/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. Prior to passing, the patient received two inappropriate treatments from the lifevest. The patient was at home and alone at the time of the event. The patient's wife stated that ems was called after the patient was found. At 11:05:00 asystole with intermittent cardiac activity was detected by the device. At 11:05:37, the patient received at treatment. The rhythm at the time of the treatment was asystole. The post-shock rhythm was asystole. Asystole with CPR artifact was detected at 11:13:11. The patient received a second treatment at 11:19:31. The rhythm at the time of the treatment was asystole. The post-shock rhythm was also asystole. The response buttons were pressed after the second treatment was delivered. The response buttons functioned appropriately. The electrode belt was disconnected at 11:21:31. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to device deactivation.